Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The other proglide devices are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) after an interventional procedure. Reportedly, a pre-closure technique was performed uneventfully in both groins with four proglide devices. The abdominal aortic aneurysm (aaa) procedure was performed uneventfully and vessel closure completed. Prior to taking the patient out of the operating room, it was noticed that the patient did not have a pulse on both legs. A cut down procedure was performed in both cfas and the common femoral arteries were mangled with large dissections observed. The cfas were surgically repaired and hemostasis was achieved surgically. The patient was reported to be in good condition and with no adverse sequelae. The rcfa and lcfa were described to have some calcification. Though requested, no additional information was provided.